Event description:
It was reported that a spectrum pump displayed system error 105. It is also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. Evaluation found excessive motor bearing wear with shaft end play. There was also impact evidence found on the processor board shielding tape and backflex. Further investigation found evidence of the motor impacting the lower bearing housing. The internal motor inspection was invasive, so the motor assembly was replaced.